Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp expereinced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: customer reported that there was no scale marking on the syringe.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 29gx12.7mm, 0.5ml insulin syringe. Customer reported that there was no scale marking on the syringe. The returned syringe was examined, and it was observed that the scale was missing. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200843509] noted that did not pertain to the complaint. There was one (1) notification [200843229] noted for scratched print. Possible root cause: the potential causes for the issues could be damage to the pad, print drum not touching the [ad for ink transfer, pad heat set incorrectly, print head timing out of adjustment, pad indication set incorrectly, unplugged ink-nozzle, ink pump fault, ink nozzle set incorrectly, brass roller set incorrectly, worn print head bearings. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp expereinced scale marking issues which was noted prior to use.the following information was provided by the initial reporter:customer reported that there was no scale marking on the syringe.